Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es repeatedly failed and the drawer jammed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was reported by the user that drawer 3 matrix repeatedly getting jammed. A field service engineer was unable to duplicate the issue and performed a hardware test diagnostic successfully, with no issues found. The system functioned as intended after the field service engineer tested the device.